Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling head malfunctioned, the coupling levers were not allowing the attachments to connect smoothly and the triggers were sticking. It was further determined that a cylinder pin from the coupling head was broken, the electric motor was running loud and the electronic control unit did not meet specifications. It was also determined that other internal components were also worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a bench testing, it was discovered that the attachment devices would not stay attached to the small battery drive device. During in-house engineering evaluation, it was observed that the coupling head malfunctioned, the coupling levers were not allowing the attachments to connect smoothly and the triggers were sticking. It was further determined that a cylinder pin from the coupling head was broken, the electric motor was running loud and the electronic control unit did not meet specifications. It was also determined that other internal components were also worn. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.